Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the reservoir and tubing had air bubbles. The customer's blood glucose was 8.0 mmol/l at the time of incident. The customer stated that the reservoir was not in place during rewind. The customer stated that the insulin was stored by room temperature. The reservoir will not be returned for analysis.